Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the tubes are overfilled. The following information was provided by the initial reporter. The customer stated: ¿tubes are overfilled. Lab cannot analyze the tests."

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore 20 retained samples from the bd inventory were functionally tested and the issue of overfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples¿ test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the tubes are overfilled. The following information was provided by the initial reporter. The customer stated: ¿tubes are overfilled. Lab cannot analyze the tests."